Manufacturer narrative:
(B)(4). One used ultrasite valve, without packaging; and one unused, unopened ultrasite valve, identifying the reported lot (0061418485), were received for evaluation. The huber needle, that was reported to be connected to the valve, was not returned. The used valve exhibited a crack on the threads of the molded ultrasite valve body (cavity # 25). The crack started from the top of the valve and extended approximately half-way down to the bottom of the luer threads. No cracks or other abnormalities were visually observed on the unused valve. The unused valve was then subjected to luer taper, weepage, flow, and water pressure (leakage) testing according to specification with acceptable results. There were no leakages observed within the valve or at the luer connectors during the testing time frame. Review of the discrepancy management system database performed for the reported lot number did not reveal any abnormalities or nonconformances of this nature. No adverse quality trends of this nature were identified during the complaint review process for the reported catalog number. There were no other reports of this nature against the reported lot number. Although a definitive conclusion could not be made regarding the cause of the reported event, cracking of this nature can occur when the product is subjected to aggressive solvents, excessive mechanical stresses, or other various unforeseen circumstances during the clinical application. If additional pertinent information becomes available, a follow-up report will be filed.

Event description:
As reported by the user facility: reports the valve leaked after connecting to a huber needle. The huber needle used is unknown. At some point, chemo medication was being administered, but it is unknown if it was the chemo medication that had leaked or if the chemo was infused prior to the leaking. However, the reporter did indicate that the sample was received packaged in a chemo bag.